Manufacturer narrative:
Result: head right siderail timing link.

Event description:
It was reported by service report that the head right siderail was broken, and would not stay up. It is unk if there was pt involvement or adverse consequences reported.